Event description:
The customer reported that the screen became noised, the issue occurred during reprocessing involving an olympus rigid video laparoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.